Event description:
A surgeon reported a pt developed increased intraocular pressure (iop) post cataract surgery. It was reported that a trabeculectomy was performed to decrease the iop.

Event description:
Surgeon initially reported this event a "hyperocular tention of right eye". However, follow-up information provided by the surgeon referred to the event as "secondary glaucoma". It was reported that an anterior vitrectomy was performed, in addition to laser trabeculoplasty.